Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump randomly shutting/powering off with and without alarms at times". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition was reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "pump randomly shutting/powering off" is confirmed based on the attached videos. The product was not returned for investigation. The videos show the "system running on battery power". Alert pops up and when the pump on button is pressed, the system shuts off. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the power issue. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump randomly shutting/powering off with and without alarms at times". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition was reported as "fine".